Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump intermittently delivered a control iq automatic bolus when blood glucose (bg) readings were starting to decrease. Reportedly, the customer's blood glucose (bg) level was 90 mg/dl, and the pump administered a bolus, prompting the customer to consume sugar to counteract the resulting hypoglycemia. No additional information was provided.